Event description:
A crown cna23 was implanted on (B)(6) 2017. On june 20, 2018, a valve-in-valve was performed via tavr due to critical stenosis of the valve. No other information was provided.

Manufacturer narrative:
The manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna23, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release. As the device remains implanted, no further investigation could be performed and the root cause of the event cannot be established. However, based on the document review performed, no manufacturing deficiencies were identified.

Manufacturer narrative:
The manufacturer was notified of this event via the FDA (mw5080724). No submitter information was disclosed with the event report. Additionally, the serial number of the device was not reported. As such, the manufacturer is unable to identify the device or the submitter of the event report. Therefore, no follow up or device investigation is possible and the root cause cannot be determined. Not returned; unable to follow up.

Event description:
A crown cna23 was implanted on (B)(6) 2017. On (B)(6) 2018, the valve was explanted and replaced due to critical stenosis of the valve. No other information was provided.